Manufacturer narrative:
A field service engineer was dispatched to the customer site. The screw to the oil mist filter had fallen off. The fse tightened the screw to resolve the smoke/haze/mist issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a ¿smoke¿ or oil mist emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device manufacture date correction from 03/26/2008 to 03/11/2008. Device evaluated by MFR: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/mist issue and system risk analysis (sra). ¿trending analysis of the smoke/mist issue was reviewed from august 2017 to february 2018 and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The assignable cause of the smoke/mist issue is loose oil mist filter screw. The field service engineer tightened the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.